Manufacturer narrative:
Report source: foreign: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient woke up to find that the ins switched itself off in the night. She switched the system back on with her patient controller and it showed that the ins was 135% charged. The screen seen was screen 49. The stimulation also felt different compared to before the system switched itself off. The patient felt no shocking/jolting sensation and this was the first this was encountered. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient was referred to the hospital to have the devices checked, and the issue was considered resolved. No surgical intervention occurred. The patient was alive with no injury. The issue occurred during normal use.